Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and vomiting coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On an unknown date, the patient began treatment for the peritonitis and another indication with cefepime (intravenous [IV], dose and frequency unknown, ongoing) and flagyl (IV, dose and frequency unknown, ongoing). On an unknown date, the patient¿s pd catheter was removed and pd therapy was discontinued due to the peritonitis. On an unknown date, hemodialysis was started. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.